Event description:
Pt's boyfriend (B)(6) reports that was noticed that the IV line had shifted slightly before (B)(6) 2019 and the line was replaced on (B)(6) 2019. No interruption in therapy. (B)(6) could not provide more info. Reported to (B)(6) by pt/caregiver.